Event description:
On 3/6/97, the facility nurse contacted a MFR clinical rep and provided the following info concerning this pt/device: the device was implanted on 4/29/96 within the right subclavian for infusion of drug. The ppt was presented at the facility with a history of positional one-way occlusions; however, the device was now demonstrating a two way occlusion. A dye study was performed that showed extravasation around the device. Urokinase had been instilled into the device without successful resolution, prior to the constrast study. The device was explanted on 5/22/96 and replaced with another vascular access device. The explanted devcie was discarded.